Event description:
On 20 may 2025,senseonics was made aware of an incident where user received an early sensor replacement alert resulting in an early sensor removal.

Manufacturer narrative:
A review of the transmitter alert history showed sensor replacement alert was first presented to the user on 20 may 2025, day 116 after insertion.the visual inspection of the returned sensor showed hydrogel damage and the dex ring separated from the sensor. This observed damage is most likely caused by excessive force applied by the removal clamps during the explant of the sensor and is not related to the customer's issue. There is little hydrogel left covering optics, so functional testing was inconclusive.a review of the dms data showed diminished sensor performance as the signal steadily declined and the msp gradually decreased to the threshold value throughout the insertion period. This is indicative of hydrogel oxidation and the system correctly disabled the sensor due to performance failure.the user was offered a sensor replacement as a resolution. B4.date of this report 17 august 2025. G3.date received by the manufacturer? 17 august 2025. H3. Device evaluated by manufacturer?yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 3231. H6. Investigation conclusions updated to 4307.